Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 21-sep-2025. The blockage was in the tubing as stated insulin did not exit with plunger push. No further information available.